Event description:
It was reported the atw35 was used during an lavh. The first two firings the device worked fine. It was reported the surgeon attempted to fire the atw35 for the 3rd time. After inserting the device into the pt and opening the jaws of the device, the reload fell out into the pt. The surgeon attempted to retrieve the reload unsuccessfully. It was reported the scrub nurse may not have snapped the reload in all the way. The surgeon converted the procedure to an open hysterectomy. It was reported the pt had several myomas and the surgeon was going to need to open as a result. The hosp is keeping the devices. The lot number for the (2) reloads tr35w is k4702n.

Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device which was returned to co. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: batch number, k00y5y; cartridge pan in place/condition, and condition of drivers, good; lockout tabs on pan condition, and position/condition of wedge sleds, unfired. Functional tests & results: condition of clamp first lockout, condition of clamping mechanism, condition of firing mechanism, condition of knife, condition of wedge bands, and result of attempted firing, good; and is hyper lockout condition present, no. Anlaysis conclusion: based upon the inquiry info received, the visual examination and the functional testing, no conclusion could be reached as to why the instrument reportedly "dropped the reload" during surgery. The instrument was returned in good physical condition. The instrument was disassembled to examine the internal components and no deformations could be identified. It was concluded that the instrument was fully functional and conforming to design specifications. The experience the surgeon rpt'd could not be repeated. Each instrument is evaluated during the assembly process to ensure it functions properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.